Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing, however device due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was no or intermittent response by button press. Customer's blood glucose level was unknown. Customer also stated that the block mode was not active. Customer was advised to replace battery and buttons were still unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.